Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment using an cooladvantage, coolsmooth pro, and cooladvantage plus applicators to the flanks, hips and abdomen areas and was diagnosed with paradoxical adipose hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen and flanks on (B)(6) 2020, (B)(6) 2021 using the cooladvantage, cooladvantage+, and coolsmooth pro applicators and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data: a6, b5, e1, d1, and d4.